Event description:
It was reported that during an open colostomy take down procedure, when the surgeon fired across the colon tissue, the anastomosis had not sealed completely and had a leak. The surgeon heard the breakaway washer crunch, but when she observed the doughnuts, it had cut but partially fired. They hand sewed the anastomosis to correct the seal. Increased operative time was less than one hour. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.